Event description:
A nurse reported that during a vitrectomy, the system would not cut at 3-d and 2500 cuts per minute (cpm). Following a delay, the system was exchanged in order to complete the surgery. The length of the delay is unknown. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).